Event description:
Rrt left pt room to chart and heart vent begin to alarm. Went back into pt's room to assess. Saw no obvious reason for alarm; began to manually ventilate the pt and continued to troubleshoot. Was unable to see any problem with the vent circuit, so had rn assist with manual ventilation while rrt changed the vent out. Event abated after use stopped: yes.